Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT scan revealed a proximal type I endoleak resulting in aneurysm enlargement. Per the physician, it appears that the patient had disease progression of the aortic neck that lead to loss of fixation and seal. The patient will be monitored. No additional clinical sequelae were reported.